Event description:
It was reported via repair work order that the head right siderail was stuck in the down position due to the timing link being rusted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.